Event description:
During a multi-lock humeral nail surgery on (B)(6) 2013, the surgeon believed the screws were popping off the screw driver but continued to implant them anyway. As a result, the screw missed the nail due to the issue (self containing screw driver). The screws were removed after the final x-ray and correctly placed with a different screw driver (extraction screw driver used). Surgery was delayed approximately 20 minutes. No adverse effect to the patient noted. The end of the case revealed great results. This is 1 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and the report received indicates the device shows marks of inadequate use. The top of the device handle is etched with do not strike and there are several hitting marks visible. The holding mechanism on the tip is damaged. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.